Event description:
The hcp reported that the pt had hypertonia and no control of spasticity after placement of the catheter. There was fluid collection in her back and along the catheter tract. A study was performed and revealed a dye leak where the catheter attached to the pump (date not reported). When the hcp opened the pocket, the sutureless connector was strongly attached to the pump. The connector was replaced and the explanted connector was returned to the MFR for analysis. The pump was used to deliver lioresal. The hcp reported that the pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.